Event description:
Customer reported that nicu tpn mixture started on a baby on (B)(6) 2012 at 11 pm. Between 3-4am (on (B)(6) 2012), the nurse noted that about 450mls had infused. The pump module indicated that only 59mls had infused. The baby was puffy and showed signs of an overinfusion. Labwork was drawn and oxygen was given. They are stabilizing the pt's blood sugars. Nicu nursing director commented that it was a good thing that this was a (B)(6) infant. She also noted that the mother had been a gestational diabetic, so that the baby had been exposed to blood sugar fluctuations in utero. Event logs and dataset have been sent. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set were received. A review of the associated pcu event log for the time period in question indicates that the pump module was programmed to infuse tpn (2-3 kg) several times at a consistent flow rate of 9.5 ml/hr and ran for a little under 6 and 1/2 hours delivering what should have been only 59mls. No unusual event or programming changes occurred during that time period. Although requested, device has not been received. A follow up report will be submitted with failure investigation results would the device be received for eval. (B)(4).